Event description:
This lead was implanted on (B)(6), 2010 and remains implanted at this time. On (B)(6), 2013, it was noted that there is beginning of breaking of atrial lead insulator. On pace interrogation, we had a message which said "atrial lead configuration switched from bipolar to unipolar". Lead impedance and lead amplitude values decreased. The physician was dr. (B)(6) at hopital (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).